Event description:
Hill-rom received a report from the account stating the siderails would not lock into place. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician the found that right intermediate siderail wouldn't latch due to the siderail being cracked. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the siderail to resolve the issue. Based on this information, no further action is required.